Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to: endoleak and aneurysm enlargement. Additionally, users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
The following was reported to gore: on (B)(6) 2015, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. The patient tolerated the procedure. On (B)(6) 2016, follow-up imaging revealed a type ii endoleak originating from the iliolumbar artery and aneurysm enlargement with a few millimeters. Coil embolization was performed to repair the type ii endoleak. Reportedly, a distal type I endoleak in the right leg was slightly observed at the same time. The physician elected to monitor the type I endoleak. On (B)(6) 2017, a diameter of the aneurysm was enlarged to 90 mm (amount of the enlargement was 15 mm). An additional endoprosthesis and a metal stent were implanted distal to the endoprosthesis in the right leg to repair the distal type I endoleak. The right internal iliac artery was coil embolized before the procedure, and the artery was intentionally covered by the new endoprosthesis. After that, intra-procedure angiography revealed a type ii endoleak originating from some branches of the left internal iliac artery. One of the branches was coil embolized. It was difficult to advance a microcatheter to the other branches. The physician elected to conclude the procedure and monitor the type ii endoleak. The patient tolerated the procedure.